Manufacturer narrative:
The ge service rep conducted an onsite investigation. The rep determined that the video controller board, the image processor board, and the back plane needed to be replaced. The customer declined to have the service rep repair the system. No further service info was provided.

Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.